Manufacturer narrative:
Concomitant medical products: baxter IV bag, 25ml 0.9% sodium chloride jb1300, lot number w5i03c1, exp june 2016, injection; therapy date (B)(6) 2016. The customer's report of a check valve failure was confirmed. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the valve revealed a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0111" long and was identified as pvc. The cause of the check valve failure is a pvc particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the secondary infusion of vincristine was noted to back up into the drip chamber of the primary infusion of ns. No patient harm was reported.